Manufacturer narrative:
(B)(4). Photo analysis summary: upon visual inspection of picture, a needle broken in two section near of the tip area could be observed. No conclusion could be reached as on what caused the breakage needle since device was not returned for analysis. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the size of the needle used? Was more than half of the needle broke? Please confirm lot number related for breakage needle? Please confirm lot number related to bending needle? What was done that surgery took 6 hours to be prolonged? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain.

Event description:
It was reported that a patient underwent a myomectomy of the uterus surgery on (B)(6)2020 and suture was used. During the procedure, needle tip breakage occurred at the first stitch when sewing uterus tissue. X-ray was used to locate and remove the broken needle tip. The procedure was completed using a new like device. There were no adverse patient consequences reported. Additional information has been requested.